Event description:
Bd phaseal optima connector comes apart when administering medication that requires a filter. A different connector is used when this occurs and has occurred three times to date. FDA safety report ID # (B)(4).